Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-may-2026, it was reported by an arthrex subsidiary employee via email that an ar-3638 knotless fibertak anchor was observed to be in an abnormal condition upon opening the package. This was discovered during package opening on the back table prior to use for a shoulder arthroscopy procedure performed on (B)(6) 2026. The procedure was completed successfully with no reported patient impact. No pieces broke off inside the patient. Additional information was received on 02-jun-2026: the implant was used in the patient. During an attempt to remove the suture, the surgeon observed that it was torn and broke upon pulling. The procedure was completed by opening and using another implant. No additional implant part numbers were used to complete the case beyond the replacement device. The surgery was not delayed, as additional implants were readily available. No additional anesthesia was administered. Additional information was received on 04-jun-2026: no suture material remained in the patient.